Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged to the pulmonary artery. The lp was retrieved and successfully implanted. The patient was in stable condition before, during, and after.